Event description:
Device able to be assembled with multiple "lip membranes." Membranes act as one-way valve, delivering oxygenated gas to pt. When lip membranes adhere to one another, assembly of bag results in improper function of lip membrane and bag. There is then the potential for decreased oxygen delivery. In this instance the pt became weak and unable to ventilate after cardiac surgery. Had to be returned to the or to be stabilized.